Event description:
Laparoscopic myomectomy- "according to the surgeon, the blade of the trocar wasn't sharp enough therefore he had to push harder in order to penetrate through the layers of the skin. Once the blade went through the pt's abdomen wall, the indication of the blade entering is hard to notice. The blade did not retrieve fast enough and as a result it did cut and hurt some blood vessels, surgeon immediately stopped the bleeding and did not have to convert to open surgery. This is the second incident happened in less than half a year with the c0r62 according to the surgeon." Patient status: no significant side effect or trauma associating with the incident.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer for review. Engineering assessment of the incident will be conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.